Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when removing the shield the needle and hub separated from device with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that when the customer removed shield, needle and hub came off and remained stuck inside shield.

Event description:
It was reported that when removing the shield the needle and hub separated from device with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that when the customer removed shield, needle and hub came off and remained stuck inside shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned one (1) loose 0.3ml bd insulin syringe. Consumer reported, when she removed shield, needle and hub came off and remained stuck inside shield. The returned syringe was examined and it was observed that the needle hub was separated from the syringe barrel; no damage to the barrel tip was observed. Unable to perform a DHR review due to an unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 27 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that when removing the shield the needle and hub separated from device with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported that when the customer removed shield, needle and hub came off and remained stuck inside shield.